Event description:
It was reported that during a ligament reconstruction surgical procedure, the asmbly, ratchet handle, quick disconnect device component fell off and was unusable. It was reported that the surgeon changed another asmbly, ratchet handle, quick disconnect device to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo showed that the modular driver was detached from the ratchet handle. No other anomalies were noted. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of asmbly, ratchet handle, quick disconnect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, repeated use and handling of the device. As per IFU: 1) inspect for damage prior to use. Replace a damaged, worn or bent instrument. Do not attempt to straighten, sharpen or repair. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.